Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) reached recommended replacement time (rrt) and end of service (eos) before the three years. The icm remains in use. No patient complications have been reported as a result of this event.